Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse addressed this by reprogramming the system as recommended, which resolved the issue without needing any part replacements. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during the setup of a case, a restart message with a 297 error was encountered. The technical support engineer (tse) instructed the customer to remove the blue fiber cables from the surgeon consoles and patient cart and perform a hard power cycle on each component. The tse then had the customer isolate a specific surgeon console, but the system still displayed the restart message with only one console connected. Error logs indicated a 311 golden image error. The customer reported event has no report of patient injury.